Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a stenting procedure in the trachea to treat bronchial-ca infiltration. According to the complainant, the stent failed to properly expand at the distal end after deployment. When withdrawing, the sheath became dislodged and had to be retrieved. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(Failure to fully expand). The complainant indicated that the device wil not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.